Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered. It was determined that the right ventricular (rv) leads had both fractured. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Fidelis proximal ring rust/corrosion/green in trifurcation. If information is provided in the future, a supplemental report will be issued.